Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient inserted a new sensor and experienced inaccurate readings. The cgm reading was continuously around 48 mg/dl and there was no bg taken as the patient didn´t had a manual meter at home. The patient decided to go to the hospital since her sensor was always at the reading between 40 to 50 mg/dl. The patient experienced nausea and she was with her husband when this issue happened. When they arrived at the hospital the bg reading was 400 to 500 mg/dl while cgm was at 40 to 50 mg/dl. The patient was treated with IV medication and ten units of insulin. After the treatment they took another bgm and it was at 300 mg/dl while cgm was 70 mg/dl. The patient was discharged when the bg decreased below 300. The patient was discharged at 4:30 (B)(6) 2025 morning with a normal reading and all good during the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. At the hospital, the patient's glucose were checked and it was found to fall within the d zone of the parkes error grid and c zone after the medication was given. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.